Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the evolut fx+ transcatheter aortic valve, the patient had a medical history of critical aortic stenosis, treated metastatic melanoma in remission, decompensated heart failure, and osteoporosis. The patient¿s anatomy included a small sinus of valsalva, low coronary ostium heights with the left coronary approximately 8 millimeter (mm) above the aortic annulus, heavily calcified valve leaflets, and an aortic annulus perimeter of 76.1mm. The implanters selected a 29mm evolut fx+ valve and, due to the low left coronary artery and calcified leaflet, protected the artery with a long 8x16mm coronary stent extending into the sinus of valsalva. The native valve was predilated using a 22mm valvuloplasty balloon, and the uninflated chimney stent was positioned in the left coronary artery. The evolut valve was placed at the recommended height of 3-4mm below the annulus and deployed up to the point of no return. At this stage, the coronary stent was inflated but migrated deeper into the left main coronary artery, leaving less of its length in the sinus of valsalva. The implanters determined that the remaining stent length was sufficient for perfusion and proceeded with full deployment of the evolut valve. Aortography performed after valve expansion confirmed occlusion of the left coronary artery, followed by rapid deterioration of the patient¿s condition. Cardiopulmonary resuscitation was administered, and a snare was inserted from the left radial access to dislodge the valve and po sition the valve from the annulus to the aortic arch below the brachiocephalic artery, after which the patient¿s condition improved. The implanters extended the coronary stent by deploying an additional stent and implanted a non-medtronic valve (edwards 23mm ultra resilia) with 2 milliliters ml of extra volume. Aortography after deployment of the non-medtronic valve and extra coronary stent revealed perfusion of the left coronary artery and moderate to severe paravalvular leak, which was accepted at that stage. The snare was released, and the evolut valve was lodged high in the ascending aorta. The patient was transferred to the cardiac intensive care unit.